Event description:
(B)(4). It was reported that following a carotid artery treatment procedure the patient experienced worsening of the stroke scale. The lesion being treated is unknown. The physician successfully implanted a carotid wallstent of unknown size. It was reported that the modified rankin scale (mrs) assessment prior to the procedure was 0 and 30 days post procedure the mrs assessment was 1. It is unknown if there was further treatment and the patients condition is unknown.

Event description:
It was further reported that the physician now reported there was no worsening of mrs grade. This was reported in error. There was no adverse event and the patient condition is fine. The correct mrs grade is: pre-procedure: grade 0 => post-30 days: grade 0 not 1 as previously reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).